Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the cap comes off easily and then does not go back on securely. This occurred with an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which displays the batch information of the customer's order but does not show any signs of the reported defect. Functional tests were conducted on 29 retained samples to check for stopper function defects and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off based on retention sample testing. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the cap comes off easily and then does not go back on securely. This occurred with an unspecified number of tubes. No patient impact reported.